Event description:
During the procedure, the physician was able to cross the aortic bifurcation successfully. He attempted to advance the smart stent through the arrow sheath and difficulty maneuvering the device through the lesion was encountered. Therefore, the arrow sheath and smart control stent delivery system (sds) were withdrawn and the lesion was predilated. The arrow sheath and smart control stent system were re-introduced; however, resistance was encountered again. The physician then applied force. Subsequently, the sds became stuck in the sheath and would not advance through. Therefore, the sheath and stent delivery system (sds) were withdrawn as a single unit. After removal, it was noticed that the stent delivery system had separated and the stent prematurely deployed. The patient's body was viewed under fluoroscopy, but the stent was not identified. The still remains unfound (which has been coded as "other" under patient code). There were no reported adverse effects to the pt. The product is not available for analysis.

Manufacturer narrative:
The stent system is not available for eval and testing. However, additional info has been requested and will be submitted within 30 days upon receipt.